Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that the implant of the pvad lvad and pvad rvad was a long process due to the pt¿s condition and size. The surgeon decided to place a blunt cannula tip in the right ventricle versus a beveled tip cannula tip in the right ventricle versus a beveled tip cannula. At the end of the case, the surgeon noted that the cannula was hitting a leaflet of the tricuspid valve. The surgeon removed the tricuspid valve completely; however, the cannula was still near the free wall of the heart. It was also reported that the pt is experiencing early indications of hemolysis with increased lactic acid dehydrogenase (ldh). The fill and the flash were ¿ok¿. The vad coordinator increased the eject pressure since there were signs of hemolysis. The pt remains ongoing.

Manufacturer narrative:
The pvad rvad remains in use supporting the pt (reference MFR report number: 2916596-2012-01132.